Event description:
Related manufacturer reference number: 2017865-2025-1006506. It was reported that patient developed a pericardial effusion and cardiac tamponade during a right ventricular leadless pacemaker (lp) implant using a delivery catheter (dc). It was discovered after the contrast agent was found to be trapped in the pericardium, patient lost consciousness, and patient's blood pressure dropped. The tricuspid valve was also noted to have collapsed. The anterior right ventricular wall was the suspected perforation location. Lp was not implanted, and patient underwent a pericardial drainage to resolve the issues. Patient was stable.

Manufacturer narrative:
The reported event was ¿the patient developed pericardial effusion¿. As received, a catheter was returned in one piece without a device attached. Visual examination of the catheter did not find any anomalies. X-ray examination analysis found offset coils torque coil consistent with procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.